Event description:
A bedside percutaneous tracheostomy was placed in patient. Routine medications including a paralytic agent and sedation were used during the surgical procedure. First doctor prepped and performed the procedure while a second doctor performed the airway management and bronchoscopy to support the surgical procedure. Registered therapist (rt) entered room after procedure began and first doctor had guide wire in place. Ett cuff was noted to be blown, but patient was tolerating well. Once trach was in place, it was noted that the cuff wasn't really responding to the air that was put in the cuff. Air was added with the cuffalator in the red zone to monitor for leak. Rt¿s continued to trouble shoot air leak until next day when trach was replaced. Doctor did not check cuff for air leak prior to tracheostomy placement.